Event description:
Reporter from the us stated that during surgery, and e6 error message displayed on the console. The drill was being used for less than a minute when the error message displayed. No reported injuries occurred, however, it is unknown if medical intervention was necessary. There was no additional information available.

Manufacturer narrative:
(B)(4) evaluated the devices, and the reported problem was confirmed. The motor was determined to have a damaged thermistor that caused the error code. This damage was likely caused by improper cleaning and/or immersion of the device. If additional information becomes available, a supplemental report will be sent. (B)(4).